Manufacturer narrative:
Additional information was received on 19apr2019 : the valve was implanted in an 11 year old female patient who presented with a diffuse, infiltratic glioma of the brainstem, with hydrocephalus. The valve was placed on (B)(6) 2018. Since the valve placement, the patient showed overdrainage signs that improved within a few weeks. At the end of january, the overdrainage clinical signs reoccurred, requiring the patient to remain laid down. Decision was taken to remove the valve. During removal, valve seemed to drain correctly (to be checked and verified), therefore a low flow valve was placed the received valve has serial number (B)(4). Review of manufacturing logbooks led to determine the lot as 207950. The device history records of ref 909708s lot 0207950 were reviewed and did not reveal any anomaly. The valve was tested and found within pressure/flow specifications (stage ii at 27ml/hr). The complaint was not verified by the investigation. The exact cause of the reported overdrainage could not be determined by the investigation. As patient presented signs of overdrainage, the most likely cause is that the valve was draining too much for the patient drainage needs. Device identifier: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported on behalf of the customer that the 909708s osvii connector w/o antechamber was overdraining on (B)(6) 2019. The device was explanted. There was no patient injury reported. The event did not lead to an increase in surgery time. Additional information has been requested.